Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The patient's father calls us to report that the pump doesn't provide the insulin amount displayed on the screen. He recognized this incorrect insulin delivery because he sent several bolus continuously but the blood glucose level remained high. Only via using the pen care therapy did the blood glucose level decreased. No adverse event reported. A request was made for the return of the device.